Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device's cuff had an inflation/deflation issue. The customer indicated that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination of the returned unit shows the shape of the tubing has been altered and there is a small amount of air contained in both cuffs. Air was removed from both cuffs and the returned sample was inflated using the parameters set out and inflated without issue. The sample was leak tested and no leakage detected. The sample remained inflated for four hours and no issue noted. The sample was inflated /deflated three times and no issue noted. The reported defect could not be detected on the returned sample. The most probable root cause of this issue is the inflation device used was not compatible with the luer taper of our inflation valve. All of our cuffed products undergo a four hour inflate / deflate test and it is at this stage of the process that any defects are removed. We would like to draw your attention to our instructions for use (IFU) where it states the following ¿test the cuffs, pilot balloons, and valves of each tube by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate the cuff. Repeat test with second cuff.¿ information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.